Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's lcd screen was blank during use and was not viewable. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's lcd backlight cable was replaced to address the issue. There was evidence of tampering.

Event description:
The manufacturer received information alleging a failure of a ventilator's lcd screen was observed. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.